Event description:
The customer reported that the surge suppresor board was bad and the system did not boot up. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the surge suppressor board. The system operates as intended.